Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station failed to sync with the server. When the sync was in process, the system stopped the maintenance service and the operation failed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) received a voicemail from customer reporting a synchronization issue on site, then that had been resolved by customer. The system functioned as intended after the customer resolved the issue.